Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, on a patient with ultra-complex anatomy with a lot of subvalvular apparatus and very dilated atrium and left ventricular ejection fraction of 35%. A mitraclip was inserted and deployed on the mitral valve. A second clip, a mitraclip xt (50402r1100) was inserted and placed on the side of the first clip without issues. However, difficulties visualizing the clip occurred, the clip became caught in a chord, and it was observed that the chord torn off; a flail appeared, and one gripper was no longer lowering. Therefore, the clip was removed from the patient. While outside the patient, it was observed that the chord was on the gripper. To repair the flail, a third clip, a mitraclip xtw (50319a2007) was then inserted, and grasping was performed. However, difficulties visualizing the clip occurred, difficulties grasping the leaflets, and difficulties capturing the leaflets occurred. The clip was ultimately deployed on the mitral valve. However, post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The procedure was completed with two clips implanted, reducing mr to a grade of 3-4. The patient was transferred to intensive care unit for monitoring. There was no clinically significant delay in the procedure.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed leaflet grasping and leaflet capture, incomplete coaptation, or poor imaging. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult or delayed leaflet grasping and leaflet capture appears to be related to challenging patient anatomy (altered anatomy of leaflet after implant of another clip). The reported incomplete coaptation appears to be related to challenging patient anatomy (flail) per case details. The reported poor imaging is related to procedural conditions (shadowing from sgc) per case details. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.